Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 5, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on and found the plunger rod advanced and with a lens stuck in the mouth of the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge; the cartridge tip was bent and deformed. No issues were observed with the lens module, device assembly, and plunger rod; however, viscoelastic residue was observed below the lens module. The lens was removed from the cartridge and cleaned revealing a scratch on the lens. No further evaluation was performed. The complaint issue "lens damaged" was not identified during photo and product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal tecnis enhance intraocular lens (iol) was defective that resulted in the rescheduling of a patient procedure. Upon follow-up it was stated that there was a vitrectomy. No further information is available.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.